Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during pumping. In addition, an empty cartridge alarm occurred after filling the cartridge with 200-250 units of insulin 5 hours prior. The customer's blood glucose level was in the 200s (mg/dl). Reportedly, the customer reloaded the same cartridge to address the event.